Event description:
It was reported that the generator was replaced prophylactically. The generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator seemed to be "floating" in the chest pocket, and the patient had been referred for surgery. Follow up determined that the "floating" meant that the device had moved from its original position, and that the surgery was due to or to preclude a serious injury. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.